Event description:
During use for a cardiopulmonary bypass procedure, the roller pump unexpectedly stopped. The pump was exchanged for an alternate device. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.